Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an episode of oversensing which appeared to be due to fast intrinsic rhythm where the blanking intervals became long. This resulted in undersensing. Patient will be followed via merlin@home, no adverse consequences were reported and patient was in a stable condition.